Event description:
Kimberly-clark received a report from the (B)(6), stating, "patient was ventilated with an endotracheal tube. The endotracheal tube was shortened and the suction catheter was inadvertently cut at the same time. The hospital did not realize this had happened and nothing was noted in their records to say that the tube had been cut. When the patient was transferred to another hospital an x-ray was performed and something was spotted on the x-ray. A bronchoscopy was performed on the patient and a portion of css was removed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.